Event description:
The port was implanted in the patient for two months, when leakage was observed. The leak was observed under x-ray. The port was explanted surgically and there were no patient complications.